Event description:
It was reported, the customer had differences between their sensor glucose and blood glucose readings. The customer stated it would take two hours for their sensor readings to catch up with the blood glucose readings. The customer also reported that their insulin pump would alert them of a low and then go into threshold suspend mode. Customer stated their sensor glucose reading would be 74 mg/dl and their blood glucose would be 80 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.